Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route, and frequency not reported) for the event. At the time of report, the outcome of the peritonitis event was unknown. Action taken with dianeal therapy was not reported. No additional information is available.